Event description:
It was reported on (B)(6) 2014 that the reporter wanted to know if there was a way to test just the extension for a short. The reporter was made aware of the situation ¿last week.¿ four days later it was reported that there was an impedance exploration case done on (B)(6) 2014. The patient had ¿highs and lows.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).